Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead system exhibited a high shock lead impedance measurement of more than 125 ohms. Boston scientific technical services (ts) discussed to consider a patient initiated interrogation one week after to determine if the patient needs to be seen sooner. Additional information was received that all other measurements were normal in range. The cause of the issue was not yet determined and no revision is planned at this time. The patient will be continuously monitored. The last shock lead impedance decreased to 120 ohms. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received that the patient received five shocks for what appeared to be normal sinus rhythm. Upon interrogation a code 1005 displayed. Boston scientific technical services (ts) was consulted and discussed that the code indicated the shock impedance was greater than 145 ohms for the delivered shocks. The field representative further noted that the rv pacing impedance was high and out of range at greater than 2500 ohms and the shock impedance was also high and out of range with measurements greater than 200 ohms during the interrogation. Ts recommended a revision procedure. At this time the ICD and shocking rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received from the patient that the tachycardia portion of the ICD was programmed off until a revision procedure can be performed. The patient noted a procedure would occur sometime early next year. The ICD and rv lead remain in service and no adverse patient effects were reported.